Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with inset 23" infusion sets, with a highest reported blood glucose of 363 mg/dl and alerts for levels above 300 mg/dl, and that the user¿s caregiver had been announcing meals to correct highs despite being new to the system; the user also reported prior issues with bent cannulas and performed a site change per guidance. Symptoms included hyperglycemia without ketone testing, without need for back-up therapy, and without acute complications. Outcomes included a return toward target range after intervention and education, with no medical intervention or hospitalization. Investigation included review of the event details, user training status, and infusion set performance, as well as real-time troubleshooting and education. Investigation of this case revealed likely infusion set/cannula performance concerns and inappropriate use of meal announcements for correction, which can interfere with algorithmic dosing and contribute to persistent highs. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training gaps compounded by potential infusion set issues.